Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell on their backside about 2 weeks ago ((B)(6) 2017) and starting (B)(6) 2017 they no longer felt stimulation when therapy was confirmed to be on with both the recharger and patient programmer. The patient had programs a and b but did not feel stimulation on either. This was a sudden change. It was noted that the patient did not have adaptive stimulation. Program b was hd programming and the patient did not like to use it because they had to charge the ins too much since implant ((B)(6) 2017). No further complications were reported.